Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated field: g2. Corrected field: d8. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a striped image when exposed to hot and cold water. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.